Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Through a review of the device history record (DHR), it was identified that the mechanism assembly installed into the device (pump serial number (B)(4)) was swapped and belonged to pump serial number (B)(4). Additionally, the pump serial number (B)(4) is written on the mechanism assembly installed into the device (pump serial number (B)(4)). It was found that the ultrasonic assembly installed into the device (pump serial number (B)(4) was swapped and belonged to pump serial number (B)(4). It was identified that the back flex installed in the device (pump serial number (B)(4)) was swapped and belonged to pump serial number (B)(4). It was also found that the processor printed circuit board (pcb) installed in the device (pump serial number (B)(4)) did not match the processor pcb recorded in the DHR. It is unknown which device this processor pcb was removed from. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.